Event description:
Device was explanted due to a sensing anomaly. It was also reported that the device appropriately sensed and diagnosed as vf (ventricular fibrillation). The therapy was aborted due to non-sustained vf. The concomitant lead was provoked during surgery without any negative results. No microscopic changes were observed with the lead. It was reported that the physician suspects the event was caused by the ICD.